Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10: unk stem cat#ni lot#ni. Unk liner cat#ni lot#ni. Unk head cat#ni lot#ni. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical record (x-ray image) was provided and reviewed by a health care professional. Review of the available records identified the following: implant fit appears maintained without definite implant loosening. There is malalignment secondary to the superior femoral head position within the cup. Bone quality is osteopenic. There is no radiographic evidence of loosening or abnormal radiolucency. There is polyethylene liner wear as noted and resulting malalignment. Other than the cup position and liner wear described, no other anatomical or implant failures are identified. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01200, 0001825034-2024-01202, 0001825034-2024-01203.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and no further information has been provided.